Manufacturer narrative:
No RMA was initiated for this event. Quote ((B)(4)) was initiated for replacement parts. Model number 2gstar-ts serial number/date code is approximately 13 years and 8 months of age. The user manual was issued with the device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warning, cautions, and instructions for safely using the device. The consumers medical condition, stability, and medication regimen are unknown. The consumers age, height, and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that both front caster forks were bent. The dealer alleges that the first fork bent when the consumer drove off of a curb, and the second one bent when the consumer was going up onto the curb.

Event description:
Customer alleged both front caster forks were bent from curb. (B)(4). No injury alleged.